Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. The reason for reoperation was reported to be due to a rupture. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. This is a known potential adverse event addressed in the product labeling.

Event description:
Health professional reported left side rupture. Device has been explanted.

Manufacturer narrative:
Device evaluation: visual analysis of the returned device identified flat creases, the device was broken shell, a dark ring, and brown particles on the gel. A weight test of the device verified the device was underweight. A microscopic analysis was performed which identified broken in the shell with sharp edge with nicks assessed as surgical impact opening and wear abrasion. A dimension measurement in the shell was performed which identified the thickness within specification. Based on the device analysis the final assessment is: a sharp edge broken in the shell with nicks due to surgical impact opening.

Event description:
Health professional reported left side rupture. Device has been explanted.